Event description:
It was reported to philips that a shock defect occurred during a defibrillation attempt on a 3-year-old patient while using internal paddles. The patient was being treated for congenital mitral valve stenosis and plastic surgery aortic ark as part of shone syndrome. Another device was used to treat the patient. The device was reported to be in use on a patient, causing a delay in life saving therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The customer was contacted for additional information. The customer biomedical engineer confirmed that it appeared the shock button on the internal paddles was not functional. The internal paddles were reported to be philips m4744a switched internal paddles. ECG strips were requested by philips but were not available for this event. The customer was contacted for additional information. The customer biomedical engineer confirmed that it appeared the shock button on the internal paddles was not functional. The internal paddles were reported to be philips m4744a switched internal paddles. ECG strips were requested by philips but were not available for this event. The device was evaluated onsite by a philips field service engineer (fse). The fse reproduced the reported symptom and determined that the discharge button on the internal paddles was not functioning. The defibrillator was determined to be fully functional. The defibrillator remains at the customer site.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that a shock defect occurred during a defibrillation attempt on a (B)(6) year-old patient while using internal paddles. The patient was being treated for congenital mitral valve stenosis and plastic surgery aortic ark as part of shone syndrome. Another device was used to treat the patient. The device was reported to be in use on a patient, causing a delay in life threatening therapy / treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.